Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) and valve were not returned to medtronic for analysis. No procedural images were received for review. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case it was reported that the valve could not be seated properly due to a lack of calcification of the artery. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. After the valve was implanted, the capsule of the delivery system was pinned behind the tab causing it to dislodge. Dislodgement of the valve by the dcs is related to operator technique or experience; the enveopro instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. A device history review (DHR) is not required as the product event does not indicate a potential manufacturing issue. Positioning difficulties do not typically indicate a device malfunction. H6-updated patient codes, eval result code, eval conclusion code and health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). Product analysis: the dcs and valve were both discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was prepped, loaded, and checked via fluoroscopy with no issues. The valve was advanced through the right leg using a 18 french (fr) sheath without issue. The valve crossed through the annulus without difficulty. Three recaptures were made during the deployment due to little calcification that did not allow the valve to seat properly. Once valve was well seated at 80% in the annulus, it was decided to proceed with final deployment. The paddles were released from the paddle pockets and the valve was well seated at this time. As the delivery catheter system (dcs) was pulled back and removed from inside the annulus, the capsule of the delivery system was pinned behind the tab and as surgeons continued to remove dcs, the valve dislodged from the annulus. The patient was hemodynamically stable. The patient was taken from the catheter lab in stable condition. The valve was explanted and a medtronic surgical aortic valve was implanted the following day. It was reported that the patient had very little annular and/or aortic calcification. No additional adverse patient effects were reported.